Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: lumbar radiculopathy; recurrent lumbar herniated disc; lumbar degenerative disc disease; lumbar spondylosis; lumbar pars defect; lumbar discogenic pain. For which, patient underwent following procedures: revision posterior decompressive laminectomy l5-s 1; facet osteotomy l5-s1; segmental spinal instrumentation l5, s1; posterior lumbar fusion l5-s1; posterior lumbar interbody fusion l5-s1; implantation of intervertebral prosthesis using intervertebral prosthesis ls-s1; morselized local autograft; allograft using rhbmp-2; lntrathecal catheterization; md interpretation of intraoperative x-rays. Per op notes, an 11 mm spacer had excellent interference fit. The intervertebral prosthesis was used. This was with morselized local autograft as well as allograft consisting of rhbmp-2. Rhbmp-2 was placed on the right side of the interbody space. In addition, morselized local autograft was placed in this space. The nerve roots were protected. The intervertebral prosthesis was impacted in an oblique position with excellent interference fit. This was countersunk approximately 4 mm. A final lateral x-ray was obtained and interpreted which showed excellent reposition. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.